Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-03682. The patient received 4 scs leads, 3 have the same lot number. The patient reported she has not used system stimulation in years due to not receiving effective stimulation in her pain pattern and receiving unwanted stimulation down her legs. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.